Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Insulation damage found on atrial lead due to abrasion against rv ICD lead. A sleeve was placed over the abrasion and remains implanted and functioning.